Manufacturer narrative:
Updated information: d1 brand name updated d4 serial number updated.

Manufacturer narrative:
Vascular dissection: the cause of the injury was not determined due to insufficient clinical details. Asae/hematoma: the root cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
A 38-year-old male patient had an impella 5.5 placed. A hematoma was noted distal to the insertion site on the chest wall. A CT of the chest and ultrasound was completed showing a stable hematoma; no bleeding noted. During the explant of the 5.5, resistance was met and the pump was forcefully removed resulting in the graph tearing at the anastomosis site. An arterial repair and patch placement was completed. The team monitored the site for expanding hematoma. No interventions. Self resolving. The patient was transplanted. The hematoma was most likely due to the impella however, the arterial tear was due to the forceful removal of the device by the md.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.